Event description:
It was reported that during a scheduled retrieval of a vena cava filter, the marker band on the introducer sheath of the recovery cone detached and moved up on the sheath approximately 6 inches. The filter was retrieved without incident. There was no injury to the pt. The vessel was predilated with a 12f introducer sheath.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The event investigation is currently underway.